Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the image turned purple when the endoeye flex deflectable videoscope was connected to the visera elite ii video system center during pre-use inspection prior to an unknown procedure. The procedure was completed with a similar device without delay. There was no patient harm associated with this event. The following medwatch reports are related: patient identifiers (B)(6) (ltf-s190-10, this complaint), (B)(6) (otv-s300) and (B)(6) (ltf-s190-10 previously reported).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) a scratch on the electrical contact of the video connector and the communication status between the electrical contact of the video system center and the electrical contact of the video connector became temporarily unstable. 2) over current flowed temporarily or repeatedly due to plugging and unplugging the video connector while the system was on, overcurrent from other devices or electrical wiring, or adhesion of dust or moisture to the electrical contact of the system and the video connector. The device was evaluated where no abnormalities were found that could have led to the event. A few defects were noted where there were scratched on the metal contacts. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.